Manufacturer narrative:
Manufacturing site evaluation: manufacturing and quality control data the prosa® shunt system was manufactured by a qualified employee in july 2021. Deviations during assembly did not occur. The system was sterilized by miethke and released for shipment after final inspection. The prosa® shunt system includes a prosa® adjustable pressure valve with a normal pressure range of 0 to 40 cmh2o and a progav® adjustable pressure valve with a normal pressure range of 0 to 20 cmh2o. The shunt system was inspected as article fv770t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Visual inspection: significant deposits were observed during the visual inspection. A deformation of the outer housing of the prosa® valve was detected. The housing deformation of the prosa® was with a value of - 0.074 mm clearly outside the tolerance of 0 ± 0.02 mm. Permeability test: a permeability test has shown that both valves are permeable. It could be observed that bloody fluid was flushed out. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in the horizontal as well as in the vertical positions. The results show that the prosa® is operating within the accepted tolerance in the horizontal position. The progav® is not operating within the specified tolerances in the vertical position. Further testing could not improve the values. During our measurement an increased flow of liquid was detected. Adjustment test: both valves were tested and could not be adjusted throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Results: finally, we have dismantled the valves. Inside both valves we have found slight build-up of substances (likely protein). Based on our investigation, we confirm that the valve shows an increased flow of liquid at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav shuntsystem was implanted during a procedure performed on (B)(6) 2015. According to the complainant, the shunt system was believed to have been operating in overdrainage. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: (B)(6) centimeters (cm). Weight: (B)(6) kilograms (kg). Gender: female.